Event description:
On (B)(6) 2021, when this lead was placed during implant, it dislodged. The final measurement data was a peak value of 6.6 mv, a threshold value of 1.0 v / 0.4 ms, and a resistance of 841 ohms, and the surgery was completed. On (B)(6) 2021, intermittent ventricular pacing failure was confirmed and the threshold rose to 4.6v / 0.4ms. The lead was repositioned. The physician tried to implant it several times and screw it in but it dislodged again. The physician cut the lead tip and removed the lead using li-6. A new lead was implanted successfully.

Manufacturer narrative:
This complaint was entered on the wrong device. Closing this file.